Event description:
It was reported that the patient experienced an increase in pain which began two days prior (B)(6) 2012. Pump reservoir volume discrepancies were noted; the actual residual volume of 1ml was less than the expected residual volume of 5.2ml. The patient was scheduled to have a dye study on (B)(6) 2012 due to the volume discrepancy. Per another reporter, the dye study as scheduled to occur (B)(6) 2012. Additional information received later noted that on (B)(6) 2012 an attempt was made to perform a dye study; however they were unable to draw back so they couldn't inject dye in. An x-ray performed on (B)(6) 2012 revealed that the catheter was coiled, but a radiologist/physician indicated the catheter was "ok." It was also added that the managing physician were going to try "some things" before going the route of surgery. Drug delivered via the device was lioresal. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model/serial#: unk, implanted: (B)(6) 2011, explanted: unk. (B)(4).